Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer has alleged a serious injury due to a user drug order configuration that resulted in a delayed administration of an unspecified drug for 24 hours. Results/patient impact were unspecified.

Manufacturer narrative:
This was a confirmed user configuration error with order and data management configuration by end users. The customer was informed and patient impact information was requested by philips. The customer informed philips that there was no death or serious injury involved in this case but explained that there may be a potential safety risk that existed. The root cause that was explained by the psc indicated the doctor made an error in the schedule start . The nurse made the first administration and she validated the pending dose of day 14/05. When her colleague started to work the 14/05, she saw the dose at 20h and the 14/05 was already charted and canceled the administration. Addition information from the philips field was that this incident was a user workflow error . The customer was informed by the psc and a change in pending orders configuration was recommended. It was also explained that it is normal that the nurse was able to note the administration of 20h00. Psc did advise they can change this setting in the configuration but if the limit is reduced t too much, no one will be able to click on a dose in advance to move it forward. The customer was then advised not to change this authorization below 4h. Users must keep in mind that nothing could be written beyond this limit (which is currently 24 hours) on the entire monitoring sheet and other documents related to administrations. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer has alleged a serious injury due to a user drug order configuration that resulted in a delayed administration of an unspecified drug for 24 hours. The device was in clinical use. The patient was unimpaired and was discharged.